Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup for a procedure, the bronchovideoscope displayed error message b30 (scope communication error). The screen is pixelated. There was no report of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d9, g1, g3, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black image noise with b30 error code due to a defective charge-coupled device (ccd) olympus will continue to monitor field performance for this device.